Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water path replacement. Cardioquip notified the customer of the potential bacterial contamination/recommendation and provided a quote for the repair via email on (B)(6) 2022. There has been no response to the recommendation as of the date of this report.

Event description:
Due to brown discoloration around the hose clamps, cardioquip epidemiology recommends an internal water pathway replacement.

Event description:
Due to brown discoloration around the hose clamps, cardioquip epidemiology recommends an internal water pathway replacement.

Manufacturer narrative:
After receiving cardioquip's recommendation that the device receive an internal water pathway replacement, the customer sent the suspect to cardioquip for repair. Following cardioquip receiving the suspect device and performing an investigation, the device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.